Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had leak at o ring. The customer¿s blood glucose level was unknown. Customer stated that the rubber part was damaged and did not seal the insulin in properly. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir, performed pre-fill reservoir test per dop114-811 and es9041. Found transfer guard¿s needle occluded. Using a new lab transfer guard, per dop114-811 and es9041. Found reservoir no occluded and no leakage anomaly during filling. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak.